Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis machine was running very slow, while refilling the medication and users were trying to pull the medication out and closing a tower door the machine will boot out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn b)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was running very slow. A technical support specialist (tss) customer reported an issue, which the tss resolved by rebuilding the missing indexes on the station. This action restored proper functionality and closed the case successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis machine was running very slow, while refilling the medication and users were trying to pull the medication out and closing a tower door the machine will boot out. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.